Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid right coronary artery (rca). A 10/2.75 flextome¿ cutting balloon¿ catheter was advanced to dilate the target lesion. When the physician inflated the balloon at 4 atmospheres, the balloon ruptured. The procedure was completed with a 2.75 non bsc balloon catheter. No patient complications were reported and the patient's status was good.